Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) called stating their device was beeping. The patient was instructed to perform a remote interrogation and an alert was found indicating the device was in fall back mode. Boston scientific technical services (ts) recommended device replacement as it cannot be programmed out of this mode and therapy may not be available. The device was explanted without issue and there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the error message observed clinically was confirmed. Review of the device memory indicated that the device underwent a reset, which resulted in the observed error message. Following the reset, the device reverted to a safety fallback mode with limited programmability in which single chamber pacing and defibrillation therapy were available. Detailed analysis isolated the cause of the reset to an attempted capacitor reformation that occurred at the same time that the device was performing a battery voltage measurement. Performance of these tasks requires different internal power supplies. When the capacitor reformation was attempted, the power supply did not appropriately switch from the battery to a regulated power supply as designed. Consequently, the added drain associated with the capacitor reformation dropped the internal power supplies below an acceptable level, resulting in the reset.